Event description:
The patient underwent a generator replacement on (B)(6) 2016 due to the depleted battery. The explanted generator has not been received by the manufacturer to date. The post-op lead impedance values were within normal limits. Additional data was provided and showed that the generator experienced a significant voltage drop sooner than expected and was low immediately after implant.

Manufacturer narrative:
(B)(4).

Event description:
A physician reported that a generator was at end of service a few months after implant. The physician believed the generator was damaged during implant by a bovi (electrocautery). The generator was reportedly completely dead during interrogation. No further relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #1 did not include the information that the generator had been received. Device available for evaluation, corrected data: supplemental report #1 inadvertently stated that the device had not been returned for evaluation.

Event description:
The generator has been received by the manufacturer and is undergoing analysis.

Event description:
Additional programming data was provided, further verifying the suspected generator premature depletion due to electrocautery. Product analysis (pa) was then completed on the returned generator. When the generator was received, it was unable to be interrogated with a space of 0.0 inches between the generator and the wand. With the generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery confirmed and end of service condition. The generator underwent postburn electrical tests which verified proper functionality of the pcba. The data from the returned generator was reviewed and showed that the generator had prematurely depleted.